Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and non-malignant pain. It was reported that the patient¿s battery was dead and the charger would not ¿sink up to it¿. Additional information received from the patient via a manufacturer representative (rep) reported that the patient had difficulty and was unable to charge. Since implant the patient had not been able to get more than two coupling bars. The rep and was able to read the ins with the clinician programmer but it showed that the ins was discharged and they couldn¿t enter a session. The patient was unable to turn on stimulation with the patient programmer but this was noted to most likely have been since the ins was discharged and the rep believed that the patient had been using the programmer with the ins just fine. The recharger wouldn¿t turn on the ins either due to the discharge. Antenna locate was attempted and this did not resolve the issue. They got a range between the mid-60s to mid-70s. The rep had access to another recharger but this also did not resolve the issue. The other recharger also only gave two coupling boxes and antenna locate got a similar range of approximately 10 (high 30s to high 40s). It was noted that the ins felt superficial and didn¿t feel tilted at all. Additional information received from the rep on 2016-apr-06. It was reported that the cause of the difficult coupling was that the ins was flipped. X-rays were done and the physician flipped the ins back and they were then able to get all eight coupling boxes with the patient charging successfully. It was noted that the patient had a return of pain as a result of the discharged battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.